Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the scs system as recommended by manufacturer's guidelines. Reportedly, the ipg was unable to communicate with any external devices and in turn was deemed inoperable. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a updated model which resolved the issue.